Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they had low blood glucose value of 51 mg/dl and the insulin pump was over delivering. The insulin pump will not be returned for product analysis.